Manufacturer narrative:
It was reported that the stent moved on the delivery system. The vascular surgery nurse prepped the device. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The procedure was an endovascular procedure with branched graft and bridging stents. The target lesion was the right internal iliac artery in combination with the iliac branch device from cook. The patient was being treated for an iliac aneurysm. The vessel and tracking path were not calcified or tortuous. A contralateral approach was made. The procedure started from the right femoral artery . The femoral artery was opened for bigger sheath size. A terumo guidewire an a 8f cook introducer sheath were used. The device was advanced through an 8f cook sheath with no issue. It was then decided that a different stent was to be used. The reason a different stent was to be used was that the wrong length had been chosen. Therefore the complaint device was retracted back through the sheath and once removed it was found that the stent had moved on the delivery system. There was no resistance when advancing the device through the sheath. Resistance was felt when retracting the device. Air evacuation was not performed. Pre-dilatation was not carried out. Multiple attempts to insert the device into the sheath were not required. There was no other failure with the complaint device. An advanta v12 device was used successfully. Guidewire access was maintained throughout the procedure. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. External packaging was not returned. Internal packaging was returned. The hub was printed as expected and there were no visual defects noted. The stent guard was not returned. No visual defects were noted on the tip or shaft. The stent was not returned. There was no damage noted on the balloon. It was evident that the balloon was never inflated. There was also evidence that the stent was crimped in the correct position between the two markerbands. No functional examination was carried out on the device as it was not applicable to the complaint. The result of the investigation is inconclusive. However user error may have contributed to the reported issue. The event description states that the device was removed back through the sheath. This is contrary to what is directed in the IFU. This action may have caused the stent to move. The IFU states: "do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement". It was also reported that a 8f sheath was used for this device. This sheath size is not offered for this device size. This further endorses user error in this event. Based on analysis performed no additional action is required at this time. However a CAPA has been raised in our quality system to address stent dislodgement issues which have been reported the IFU states: a device description implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is in progress.

Event description:
It was reported that the stent moved on the delivery system. The vascular surgery nurse prepped the device. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The procedure was an endovascular procedure with branched graft and bridging stents. The target lesion was the right internal iliac artery in combination with the iliac branch device from cook. The patient was being treated for an iliac aneurysm. The vessel and tracking path were not calcified or tortuous. A contralateral approach was made. The procedure started from the right femoral artery . The femoral artery was opened for bigger sheath size. A terumo guidewire an a 8f cook introducer sheath were used. The device was advanced through an 8f cook sheath with no issue. It was then decided that a different stent was to be used. The reason a different stent was to be used was that the wrong length had been chosen. Therefore the complaint device was retracted back through the sheath and once removed it was found that the stent had moved on the delivery system. There was no resistance when advancing the device through the sheath. Resistance was felt when retracting the device. Air evacuation was not performed. Pre-dilatation was not carried out. Multiple attempts to insert the device into the sheath were not required. There was no other failure with the complaint device. An advanta v12 device was used successfully. Guidewire access was maintained throughout the procedure. There was no patient injury reported.